Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. Evaluation confirmed that the tip of the device was broken off. The broken tip was not returned. This failure was found to be due to an impact damage.

Event description:
The user facility reported that during a cystoscopy procedure the tip of the device broke off inside the patient's bladder and was retrieved. The procedure was completed and no patient injury was reported.